Event description:
It was reported to philips that the system's suite computer was unable to power on, preventing the system from starting. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified a remote service engineer (rse) checked the system remotely and found suite pc unable to power on. After reviewing log file rse related to the suite pc malfunction. Upon troubleshooting rse found that everything was powered on except the suite pc. The hd1 indicator on the suite pc was not lit with a green led, when the drive button was pressed, the led would turn on and there is issue with the suite pc's hard drive. To resolve the issue, rse sent suit pc to the customer. The suit pc was replaced. After replacing the suite pc, the system was working as intended. The codes were updated based on the investigation outcome.